Event description:
It was reported that during an interventional procedure in the mid rca, after a voyager 2.0x20mm catheter crossed the lesion, a xience v stent delivery system was used but could not cross. The xience v device was removed and a voyager 2.0x15mm was used next and the catheter crossed. Reportedly, a dissection/possible perforation was observed distal to the lesion. The case was stopped. Although there was no reported treatment, the use of a second voyager may have been used as treatment for the dissection/possible perforation. There was no adverse pt sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was discarded. The lot number was not provided, therefore, a review of the device history record could not be reviewed. A f/u report will be submitted with all relevant information.